Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the patient line with multiple cartridges on multiple occasions. The customer's blood glucose (bg) level was as high as 530 mg/dl with trace ketones. The bg level was addressed with a bolus via the pump and a manual injection. The customer drank water to address the ketone level and the customer's bg level lowered to target. Reportedly, the customer filled tubing to prime out the air to address the events.